Manufacturer narrative:
Context: a customer in france notified biomérieux of false positive results (potential contamination) in association with bact/alert fa plus (plastic) (ref. (B)(4), batch number 0004100882, expiration date 19-apr-2023) with three patient samples. Investigation: **batch history record and trend analysis** there is no adverse trend found and no evidence of a systemic issue or safety risk with bact/alert plus bottles. No corrective or preventive action needed. **investigation results** based on the evaluation of data and the information provided by the customer, there are three most probable root causes for contamination of bact/alert fa plus bottles with b. Casei organisms: materials, manpower, and environment are the potential contributing factors to the root cause of this complaint. Materials: an internal study conducted on complaints for contamination, supports that organisms considered contaminants are introduced into the bact/alert culture bottles at the time of sample collection and inoculated into the bottles. Bact/alert bottles are exposed to very high temperatures at different stages during the production process. This temperature is sufficient enough to kill most non-spore forming organisms. Media in the bottle alone will not be sufficient enough to sustain organism growth of some fastidious organisms, patient sample adds required nutrients. The customer communicated that normal blood draws are performed with a blood collection device for direct venipuncture. The venipuncture site is cleaned with 2% chlorhexidine for adult blood draws. However, it was communicated that the blood draws for the fa plus bottles were collected by intravenous line (IV). The IV or central venous catheter is a soft tube inserted inside a vein mostly used for delivery of drugs to aid in combating a patient¿s deteriorating health. The positive results of the bottles were reported and the organism b. Casei was identified. The physician viewed these isolates as contaminants and not contributing to the health of either of the patients. Article 1: catheter related bloodstream infection by brevibacterium casei in a patient with b cell acute lymphoid leukemia-a case report; s. Deshkar, n. Patil, and p. Balmiki; international journal of research and review doi:https://doi.org/10.52403/ijrr.20210702 vol.8; issue:7; july 2021. Website:www.ijrrjournal.com. Key points of this report that pertain to this investigation are summarized below: ¿ brevibacterium species are non- spore forming, non-motile, aerobic, gram-positive bacteria that are not typically a human pathogen ¿ this organism can be found on the surface-ripened cheese, raw milk, human skin (skin flora) ¿ this case report concerns a catheter related blood stream infection in a young adult attributed to brevibacterium casei (b. Casei) ¿ few infections related to b. Casei are noted in immunocompromised patients ¿ two sets of blood cultures were taken, one set from the peripheral vein and one set from the peripherally inserted central catheter (PICC) line ¿ all blood cultures were positive for b. Casei with the most likely point of entry into the patient from the PICC line ¿ b. Casei is the most frequently associated with nosocomial (hospital acquired) settings- indwelling catheters are required for patients with certain diseases (e.g., cancer, renal failure) and there is an increase the risk of acquiring catheter-related infections article 2: chlorhexidine-pharmacology and clinical applications; k.-s. Lim, p.c. A. Kam; anesthesia and intensive care. Vol. 36 no. 4 july 2008. Key points associated with this complaint investigation are summarized below: ¿ chlorhexidine is very effective antiseptic when combined with alcohol for skin antisepsis preparation ¿ chlorhexidine has antimicrobial properties as when it is adsorbed into the bacterial cell wall, it damages the cytoplasmic membrane ¿ chlorhexidine has an increased affinity for cell walls of gram-positive organisms. ¿ chlorhexidine had minimal activity against acid fast bacilli or heat resistant spores ¿ alcohol-based hand sanitizers are the most effective against the presence of bacteria on the hands of hospital personnel ¿ solutions containing chlorhexidine are used for surgical scrubbing of hands prior to surgery ¿ a study was conducted comparing the use of 2% chlorhexidine with 70% isopropyl alcohol, 2% chlorhexidine alone and 70% isopropyl alcohol alone ¿ surgical skin preparation showed the combination of 2% chlorhexidine with 70% isopropyl alcohol, reduced the bacterial count the best ¿ chlorhexidine in alcohol is a superior antiseptic for skin preparation for venipuncture blood draws ¿ a study showed that there was a 50% risk reduction in catheter-related bloodstream infections when chlorhexidine with alcohol was used ¿ antibacterial-coated intravascular catheters and chlorhexidine and silver sulfadiazine coated central venous catheters reduce bacterial contamination on these devices the bact/alert fa plus culture bottles detected organism growth as intended; however, the organisms detected were b. Casei, suspected contaminants as per the customer. Brevibacterium species is a gram positive opportunistic microorganism able to survive on skin and devices in hospital settings. These organisms are associated with hospital-acquired (nosocomial) infections. A point of entry into the patient¿s blood culture sample as a contaminant and/or patient would be through a physical contact of a blood drawing device, or another device used on the patient with presence of the viable organism(s). Skin and medical device disinfectants are key to reducing the contamination issue in a hospital. Although chlorhexidine used alone as an antiseptic is practiced, the combination of 2% chlorhexidine with 70% isopropyl alcohol reduces the presence of bacteria the best. Materials are a potential contributing factor to this complaint. Manpower: the customer uses a blood collection device for direct venipuncture draws and the venipuncture site is cleaned with 2% chlorhexidine for adult blood draws. The customer indicated that the blood samples for the fa plus bottles were taken from an intravenous line (IV). The investigator reviewed the information provided by the four graphs and sample volume for two (2) of the fa plus bottles were under the recommended 10ml sample volume (e.g., 3ml and 1ml). The recommended sample volume provides a better recovery of some organisms. Article: contaminants in blood cultures importance, implications, interpretation and prevention; s. Dargere, h. Cormier, r. Verdon; clinical microbiology and infectious diseases. Published by elsevier ltd. All rights reserved. Https://doi.org/10.1016/j.cmi.2018.03.030. Key points pertaining to this investigation are summarized below: ¿ blood culture is the reference standard for diagnosis of bloodstream infections; however, contaminations represent 50% of positive results ¿ most frequent contaminant is coagulase-negative staphylococci (cns)-skin flora ¿ a comprehensive literature search was performed to determine the best ways to distinguish contaminants from true pathogens ¿ influencing factors for contamination include hospital staff (e.g., turnover of personnel), type of patients (e.g., age), hospital areas (e.g., emergency departments) ¿ more than 20% of skin flora may not be removed by disinfectants due to location in hair follicles of the patient ¿ incompletely sterilized skin fragments can be dislodged during venipuncture on the patient ¿ determination of a contaminant relies on the evaluation by skilled physicians and the if the organism relates to the low chance, it would cause infection in a patient ¿ contamination can be determined by reviewing the pattern of laboratory results of organisms being isolated from skin ¿ contamination can be viewed if the organism (e.g., cns, bacillus species) is present in set of blood cultures (one aerobic bottle and one anaerobic bottles) collected from a single venipuncture and only one of the series of two or three bottle sets within a 24-hour period ¿ key points to help a clinical status of a patient: the microbiologist and the clinician should take into account the health status of the patient at the time of the microbiologic diagnosis (e.g., clinical evidence of infection, medical device (e.g., central line), and additional positive blood culture samples positive for the same organism in a 5-to-7-day period ¿ skin antisepsis: alcoholic solutions are better than non-alcoholic (including hand hygiene), use of nonsterile gloves, and guidelines recommend 2% alcoholic chlorhexidine gluconate with a drying time of 30 seconds and disinfecting the bottle top with the same product aids in contamination reduction ¿ increase of contamination occurred during intravenous catheters versus venipuncture draws ¿ educational interventions for medical team and nurses aid in the decline of blood culture contaminations ¿ contamination is reduced when the first 0.5-2ml of blood are discarded in a tube prior to blood culture collections ¿ sampling an adequate volume of blood is the most important parameter for detection of blood infections: increase the number of venipuncture draws or single sampling strategy (number of positive bottles in a six bottle set) ¿ reducing the risk of contamination during blood draws depends on the rigorous implementation of guidelines while trying to avoid unnecessary venipuncture sticks the most common way for a contaminant to be introduced into the bottle is during the sample collection process and/or inoculation into the bact/alert culture bottles. It is important to conduct proper disinfection of bottle top(s) and intended site of the venipuncture on the patient¿s skin, avoid contact of surfaces after gloves are on and prior to inoculation of sample into the bottle (e.g., bedding, computer keyboards, cell phones, curtains, portable drawing station holding supplies). Blood collection from an intravenous catheter is subjected to a higher risk of contamination and adequate collection of blood volume in the bottles aids in the detection of microorganisms attributed to blood infections. Manpower is a potential contributing factor to this complaint. Environment: environmental conditions such as dust, dirt, light, temperature, biological material, and humidity conditions of the manufacturing area or the exposure of the patient sample at a customer¿s site will contribute to the root cause of an issue. Monitoring and detection methods are inherent to manufacturing processes to identify any potential contamination of the culture bottles as a result of the bact/alert culture bottle production. Optimal growth of b. Casei has been shown at 20°c and 37°c. Manufacturing processes for bact/alert culture bottles expose the bottles to higher temperatures than the survival temperature of either of these organisms. There is no indication that the contaminants originated from the manufacturing facility. Article: draft whole-genome sequence of brevibacterium casei strain isolated from a blood stream infection; a. Olender, p. Rutyna, m. Neimcewicz, a. Bogut, m. Ciesielka, g. Teresinski; brazilian journal of microbiology (2020) 51:685-689, https://doi.org/10.1007/s42770-020-00236x. Key points of this report that pertain to this investigation are summarized below: ¿ the brevibacterium species are non-motile, non-fastidious, chemoorganotrophic (energy source can come from sugars, lipids, and proteins), aerobic, halotolerant (growth can occur in the absence of salt or in high concentrations of salt), catalase positive ¿ typical habitats are surface-ripened cheeses, raw milk, human skin, and animals ¿ brevibacterium casei (b. Casei) is the most commonly isolated organism from otherwise sterile human sites ¿ this organism has been found associated with immunocompromised patients ¿ brevibacterium has been found in indwelling foreign materials, prosthetic heart valves, and peritoneal dialysis catheters ¿ the bacterial growth was found in 3 out of 4 peripheral venous (IV) drawn bact/alert bottles from an adult male patient ¿ according to literature, brevibacteria are uncommon but opportunistic pathogens, 10 out of 15 cases reviewed were related to b. Casei ¿ table 1 (page 3) shows isolated strains of b. Casei from clinical, human skin and environmental sources the customer communicated that the two patients were drawn in the emergency department (fa plus bottles). This area is a high traffic area where external elements brought in with patients and the potential for blood culture bottle contamination would be high. Brevibacterium are uncommon human pathogens; however, if detected the isolates have been found to be related to catheters, human skin and environmental sources. Hand washing by staff and the use of appropriate disinfectants on hospital setting surfaces will reduce contamination as well as spread of hospital acquired infections. Environment is a potential contributing factor to this complaint. Retains: retains evaluation of bact/alert fa plus lot 0004100882 (expiry date 19apr2023) culture bottles was conducted on 300 bottles representing the beginning, middle, and end of the production run. Zero (0) bottles were found with yellow sensors or turbidity/cloudy appearance; the two categorized bottle defects associated with potential contamination of bottles during the manufacturing processes. Returned products and testing: no requirement for returned bottles that were inoculated with patient samples. Conclude product compliance to specification/performance: there is no evidence of any bottle malfunction with the bact/alert fa plus culture bottle lot. The bact/alert fa plus bottles detected organism growth as intended; however, the organism detected was b. Casei, suspected contaminant as per the customer. Monitoring and detection methods for potential bottle contamination are part of the manufacturing and quality control processes for bact/alert culture bottles prior to the release of product to customers. Brevibacterium is heat liable, does not make spores, and would be killed by our final autoclave step in the bottle manufacturing process.

Event description:
Intended use: bact/alert® fa plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic (bacteria and yeast) from blood and other normally sterile body fluids. Issue description: a customer in france notified biomérieux of false positive results (potential contamination) in association with bact/alert fa plus (plastic) (ref. (B)(4), batch number 0004100882, expiration date 19-apr-2023) with three patient samples. The customer reported bottle contamination for inoculated bottle for two bact/alert bottle types provided for three patients, fa plus (same batch number 0004100882) and for one patient, pf plus which is managed through the complaint (B)(4) (same customer, same issue, one patient, product reference bact/alert pf plus (plastic) ¿ 410853). It was reported that the collection locations were from intensive care (one patient) and from adult emergencies (two patients) and that the identified organism was brevibacterium casei. It was also reported that the physician believed the isolates were true contaminants and not true sources of infection for the patient. At the time of the global assessment, there is no indication or report from the customer that the false positive results led to any adverse event related to any patient's state of health. It was reported that there was no patient impact or therapy modification by physicians or antibiotics prescription based on the results. At the time of the global assessment, the cause of the contamination/the false positive result has not been confirmed. An investigation has been initiated.